Event description:
It was reported that during a da vinci gastric sleeve procedure, the endowrist one vessel sealer instrument was not working properly. It didn't seem to actually seal. The planned surgical procedure was completed with a new vessel sealer instrument. No patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) obtained following additional information from the initial reporter: the vessel sealer instrument sometimes seemed like it was working but not like normal. There were no error messages. The surgeon was aware of everything and heard the two happy beeps and does not know how long the sealing cycle was. The system did not give any error messages and there was no tissue effect. They stopped using the instrument after noticing the inconsistency. There was bleeding with minimum blood loss and bleeding was controlled immediately with another energy device. There was no patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to confirm the reported complaint. The instrument was placed on an in-house system and passed the recognition and engagement tests. Cut test passed. Visual inspection found lot of bio-debris on the grip, garage and rails. Before performing gage pin and grip force test, the grips were cleaned to remove the bio-debris. The jaw gap test and the grip force tests failed. The electrical continuity test was performed and passed. This complaint is being reported due to vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.